Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris pump was programmed to infuse at 42ml/hr. The channel had a green light and the brain of the pump stated that the fluids were infusing as programmed. When the IV bag was checked there seemed to still be a full bag hanging despite four hours of infusion time lapsed md notified, no new orders at this time. Pump changed, fluids infusing." An incomplete date of event of (B)(6) 2019 was provided.